Manufacturer narrative:
This report is being submitted to provide additional information in d9, g3, h3, h6: health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. The complaint allegation is confirmed based on the customer provided photo, which shows the implants fell off from the shaft. The most likely cause for the reported failure can be attributed to improper bone preparation and/or misaligned insertion.

Event description:
On 10/4/2023, it was reported by an arthrex subsidiary employee via email that the eyelet and anchor from an ar-2325bcc biocomposite swivelock fell apart from the shaft. This was discovered during a procedure on (B)(6) 2023. Additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.